Event description:
The manufacturer was contacted rep dreamstation auto CPAP the manufacturer received information alleging nose irritation, skin irritation, dizziness, headache and other symptoms only. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found.